Event description:
The manufacturer received information alleging that the ds2adv auto CPAP w/humid cell does not power on. The device was not in use on a patient at the time of the occurrence. The ds2adv auto CPAP w/humid cell device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the field service engineer observed the pca was burned and multiple error codes appeared on the device. No additional failures were observed. At the request of the customer, the device was returned back to the manufacturer's product investigation lab unrepaired for additional testing. If any additional information is obtained, a follow-up report will be filed, and a final report will be submitted upon completion of the investigation.